Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle never deployed the cannula into the skin. No adverse patient impact was reported.

Manufacturer narrative:
The pod arrived fully deployed. Timeouts and a drive stall were observed. The pod was reset and reran without incident. No drive resistance was observed. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed successfully. Because it could not be determined when the needle mechanism fired, it could not be confirmed if the high pulse width w/ drive stall is the root cause of the reported event.